Event description:
It was reported to philips that the system gave a remote alert indicating that the flexvision computer grabber cards were not initialized, which can impact imaging. The device was not clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.